Event description:
(B)(4). Initial info for this spontaneous case was received from a nurse practitioner on (B)(6) 2007: a (B)(6) male received injectable poly-l-lactic acid (sculptra) for lipoatrophy of the face. Lot number and exp date were not known. Medical history includes (B)(6) positive. The pt experienced elevated liver function tests (transaminitis) by tenfold. (B)(6) was ruled out and does not appear to be cause by his other medications. (Unspecified) because they were stopped. Sculptra was continued and his liver enzymes stayed high. His last treatment with sculptra was 3 weeks ago and his liver enzymes started going down a week later. The pt was asymptomatic and was not hospitalized. Baseline liver enzymes were normal. No further relevant info reported. Additional info for sculptra from product technical complaint report case ID (B)(4) dated (B)(6) 2007, received by (B)(6) on (B)(6) 2007: since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional info was received from the reporting nurse practitioner on (B)(6) 2008 via medical records, (also a returned medwatch with no additional info) : the records included lab results dating from (B)(6) 2006 to (B)(6) 2008, and a record of an office visit undated, but possibly from (B)(6) 2008. This currently (B)(6) pt, (dob (B)(6)) an (B)(6), was found to have liver function tests (lft's) on blood drawn during a routine follow-up visit dated (B)(6) 2007, which were described as "increased significantly from previous." At the time of the (B)(6) 2007 visit, the pt has a normal physical exam, and was reported to be asymptomatic. His amylase and lipase were normal. The workup included a normal ultrasound of the abdomen. It was reported that no over-the-counter medications were being taken. He tested negative for (B)(6) negative. Previous igg positive. Pt had refused liver biopsy and CT, as insurance did not cover. All (B)(6) medications and other medications were held starting in (B)(6) 2007, and included: tenofovir disoproxil fumarate (viread), didanosine (videx) and lopinavir + ritonavir (kaletra) which began on (B)(6) 2003, in addition to fluticasone propionate (flonase) and fexofenadine (allegra.) Report indicated that "sculptra was being injected by another consultant (plastic surgery) for severe lipoatrophy of the face, prior to this episode." It was noted that the pt's "lft's did not decrease as expected" once he discontinued all of his medications. The report stated "assumption probably liver steatosis secondary to (B)(6)/or meds, which we see a lot of, but without a biopsy or CT to confirm-wanted to rule out any other possibilities." They called the company to see if there were "any reports of lft elevations reported with pt on sculptra, though we felt probably low probability of relation." The pt received one additional poly-l-lactic acid injection (on an unspecified date) after the lft's increased, then the poly-l-lactic acid was also held, "until restarting touchups on (B)(6) 2008." By (B)(6) 2008, the pt's cd4 was declining, and his lft's down (nos,) and they decided to restart a new antiretroviral regimen, (medications not specified.) "The lft have since essentially normalized. Again our assumption his transaminitis was related to his (B)(6) medications." The report indicated that the pt was "clinically asymptomatic during the entire episode." Dates that he was seen by the plastic surgeon, (not specified if sculptra injections were given on these dates): (B)(6) 2007, (B)(6) 2008. Labs: alanine amino transferase (alt) aspartate transaminase (ast) alkaline phosphatase (alk phos). All bilirubins were normal. Other labs: cholesterol was high at 206, and triglyceride high at 288 on (B)(6) 2007. Follow-up labs (B)(6) 2008 showed cholesterol of 175 and triglyceride high at 206. Also total protein was high on all but one lab including the latest available value on (B)(6) 2008. All other labs were not marked as high. (Note: normal lab values were not specified). No further relevant medical info was reported.

Manufacturer narrative:
Additional implanted date: (B)(6) 2008.